Manufacturer narrative:
The device was returned to olympus for inspection. Olympus identified, no image during the service inspection. Based on the results of the investigation, it is likely the following led to the malfunction: signal loss. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope received the b30 error message. The reported malfunction occurred at an unspecified time. There were no reports of patient harm.